Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging throat irritation, headache, nasal irritation, sore throat. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation issue related to a CPAP device's sound abatement foam. The patient alleged throat irritation, headache, nasal irritation, sore throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit and device provided airflow during therapy. As per secondary findings of the base unit observed evidence of water ingress on the blower and blower box, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. The results of this investigation do not impact the calculated risks. In this report, section d9, g3, h3, h6 has been updated.